Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin.net transmitter started to smell like it was burning. The device no longer used and replaced.

Manufacturer narrative:
Final analysis found the adapter prongs to be melted. No other anomalies were noted.